Event description:
Allegedly, on (B)(6) 2007, patient had a wright medical artificial hip implanted in the right side of his body in a procedure known as a total hip arthroplasty (tha). On (B)(6) 2021, patient's profemur hip suddenly structurally failed, breaking into two pieces at the oblong taper or distal end of the device, where it seated in the pocket of the profemur stem. The structural failure of the titanium profemur® modular neck component of patient's artificial hip was the result of a fatigue failure of the titanium, caused over time by cyclic loading of the device, until more than 90% of the distal end oblong taper had fractured through its cross section, and the remaining connected metal then suffered a tensile failure, resulting in a complete fracture of the modular neck. Because of the fracture of patient's profemur modular neck it was necessary for him to have emergency surgery performed to remove the failed device. On (B)(6) 2021, orthopedic surgeon, performed upon patient's hip a revision hip surgery, including an extended trochanteric osteotomy. Surgeon?s revision surgery included the removal from patient, all of the wright medical components of its right hip. Surgeon?s revision surgery included an extended trochanteric osteotomy to remove the otherwise well-fixed profemur renaissance stem, splitting the femur to remove the stem, and wiring the femur back together to hold the bone in place around the stem used in revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.